Event description:
It was reported that during a" lowering of colon" procedure, the surgeon reported that at the time of firing the stapler locked. The device did not staple or cut, but as closed and pressed the tissue it was "injured". The patient had no problems or damage. The surgeon did manual anastomosis to complete the procedure.

Manufacturer narrative:
(B)(4): information unavailable.